Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed.

Event description:
Clinical study- it was reported that 376 days after a coronary stenting treatment procedure, the patient required a target vessel reintervention (tvr). The patient presented for the index procedure with an acute myocardial infarction. The lesion being treated in the index procedure was a 2.75mm, 100% stenosed, 12mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilation using a maverick 2.0 x 20mm balloon. The physician placed a 2.75x20mm express2 study stent. There were no reported complications. The patient was discharged on clopidogrel and aspirin. On a scheduled control angiography, one year after the index procedure, high grade stenosis of the lad was found. At 376 days after the index procedure, the patient required a coronary artery bypass grafting (CABG) surgery. Grafts were placed to the diagonal branch and the mid lad lesion. The patient had stable angina prior to the revascularization. The patient was discharged on continued clopidogrel and aspirin with resolution of the restenosis. The patient condition is unknown.